Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. (B)(4)

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, four clips were placed on the cystic duct. At the time of the procedure, everything appeared fine. Five hours post-op the patient returned with bile a leak. The leak was corrected, the patient is okay. The device was discarded.